Manufacturer narrative:
Sus voluntary even report was received. Medwatch: (B)(4).

Event description:
Related manufacturing reference number: 2017865-2023-72679. Related manufacturing reference number: 2017865-2023-72681. It was reported via the food and drug association (FDA) medwatch program that the patient reported to clinic due to an unspecified infection. The entire implantable cardioverter defibrillator (ICD) system was explanted. Further information was not provided.